Event description:
A call center ticket was logged with the following text "a warning sound, ECG defective". No patient involvement was reported.

Event description:
A call center ticket was logged with the following text "a warning sound, ECG defective". No patient involvement was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.